Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "no disposable alarm" was found in the event log, as well as a high pressure alarm message. Functional and visual testing was performed during investigation. After power up start testing, "double beeping" occurred when batteries were inserted. The customer reported product problem was therefore confirmed. The problem occurred due to a faulty downstream occlusion alarm sensor. The downstream occlusion alarm sensor sensor was replaced on the pump. The pump subsequently passed all functional and delivery testing.

Event description:
It was reported that a smiths medical pump beeped continuously, "no disposable pump won't run".